Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the middle segment of the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right vertebral artery with a max diameter of 20 mm and a 7 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that the phenom 27 microcatheter was parked distal to the aneurysm. The pipeline was then delivered, and deployment was performed. The distal end opened well, and deployment continued to cover the neck of the aneurysm. However, the middle segment of the pipeline then failed to open. It was noted the device was not positioned in a bend, more than 50% had been deployed, resheathing was done less than 3 times, and no additional steps were taken in an attempt to open the device. The pipeline was withdrawn, and another pipeline was used to complete the procedure successfully. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiography showed stasis inside the aneurysm.

Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the pipeline flex embolization device (lot no. A877525) found that the braid was returned already detached from pusher; therefore, the braid ends (proximal, distal) could not be identified. The pipeline flex braid middle and ends were found open. However, the middle was found damaged and one end of the braid was found damaged (frayed). No bends or kinks were found with the pusher. The pipeline flex pusher, proximal bumper, resheathing pad and resheathing marker were found intact. The ptfe sleeves and tip coil were found in good condition. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ could not be confirmed, as the device has been fully deployed and re-sheathed. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. It is likely the damage braid and the patient¿s ¿moderate¿ vessel tortuosity contributed to the reported event. However, the root cause could not be determined. H6: method code updated to b01. Result code updated to c070601. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.